Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock. Technical services (ts) reviewed device episode data and provided troubleshooting. It was noted that this was most likely due to the presence of air within the pocket since implant procedure. Further testing and x-ray was advised. Isometric testing was performed. This product will be further monitored by clinic. No additional adverse patient effects were reported. Currently, this electrode remains in service.